Manufacturer narrative:
The technician found the head end brake casters were swiveling when in brake. He replaced the head end casters to repair the stretcher.

Event description:
The head end of the stretcher moves a little from side to side while in brake.